Manufacturer narrative:
Retainer = missing. Customer returned insulin pump for an unresponsive keypad and cosmetic damage on the reservoir tube area found on 9/28/2021. Device was received with missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. Device passed the self test and the keypad voltage test however, unable to perform the displacement test due to missing retainer. The back arrow, up arrow, down arrow were intermittent due to flattened button dome switches (no crease). Device was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, or force sensor and the j1 connector on pcba 1 was locked properly. A p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: missing retainer, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Unresponsive keypad is confirmed due to flattened button dome switches. Missing retainer is confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were not responding. Customer called with keypad anomaly. Insulin pump did not receive a stuck button alarm. Customer stated right arrow buttons were unresponsive. The scroll bar was not moving with no input. Up and down arrow allowed customer to navigate screen. Customer did removed battery from the insulin pump and replaced it still buttons did not respond. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.